Manufacturer narrative:
(B)(4). Customer is not shipping device.

Event description:
It was reported that the unknown biomet driver tip fractured. The fractured portion was removed from the abutment and the procedure was completed with another driver.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Without the returned product, there is not enough evidence to form a conclusion on the reported event of the unknown driver tip fracture. Therefore, the complaint is non-verifiable. A probable cause cannot be determined. Device was not returned.